Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device could not be interrogated. The device was explanted and replaced. The patient had acute pulmonary edema and cardiogenic shock but was later in stable condition.